Manufacturer narrative:
(B)(4). The customer reported the device was discarded. A follow-up will be submitted with all relevant information.

Event description:
Device issue: failure to cross. Adverse event: failure to treat perforation resulting in surgical revascularization. Onset of adverse event: during procedure. It was reported that percutaneous coronary intervention (pci) was attempted in the rca for a chronic total occlusion. After the use of an unknown device, a perforation was noted. The graftmaster was attempted for treatment; however, failed to cross to treat the perforation. The patient was sent for surgical revascularization. No additional event or patient information is available.